Event description:
The facility's nurse educator reported to baxter that a clearlink duo-vent continu-flo set had secondary medication that was not draining down. Both the drip chambers of the primary and secondary sets started dripping, but the secondary would stop and the primary would take over. The secondary would only flow after forcefully applying pressure. The pump would read that the secondary was infusing, but the primary was dripping. The clinician resorted to hanging it with the primary tubing. The lot number was asked but unknown. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. The secondary medication being delivered was a chemotherapy drug, 50 ml bag of mesna. There was no report of visual irregularities. It was unknown if the vent was open or closed. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.